Manufacturer narrative:
The complaint is inconclusive. The device was not returned and no photographs were made available. Therefore, the reported failure cannot be verified. A device history was not available due to the device not being manufactured by conmed. A two-year complaint history revealed this is the only complaint for this device family and failure mode. Per the instructions for use, the user is advised the following; insert the arrow implants by pulling the trigger of the crossbow inserter. Maintain pressure on the meniscus at all times. If more than 4 meniscus arrow implants are needed for an effective repair, reload. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the mac1100-01, "meniscus arrow inserter did not work. The arrows could not be inserted into the meniscus". This occured during surgery and although the patient was not injured the surgery had to be rescheduled to the next day. This report is being raised on the basis of device malfunction with a potential for injury upon reoccurrence.

Manufacturer narrative:
Additional information was added to event/problem, it does not affect patient outcome or evaluation results. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the mac1100-01, "meniscus arrow inserter did not work. The arrows could not be inserted into the miniscus". Further information was provided. The information revealed that the patient was in pre-op and had only been sedated. She was not in the operating theater. The malfunction was found during surgery set-up and testing. This is an elective surgery and was going to be rescheduled for another day. There was no patient injury. This report is being raised on the basis of device malfunction with a potential for injury upon reoccurrence.